Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with the pump. Despite the display issue, there was no adverse impact to the customer's blood glucose levels. The customer reverted to manual injections for insulin therapy.